Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the programmer's touch screen was very dirty. Once the screen was cleaned, a new stylus was added and calibrated without issue. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated if information is provided in the future, a supplemental report will be issued and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer's stylus calibration. Multiple stylus pens were attempted, but the issue was not resolved. The stylus would work intermittently, but when an attempt was made to bring up the calibration screen, the programmer displayed a message saying "high impedance" and then the screen froze. The programmer has been returned for service. There was no patient involvement.